Event description:
It was reported that the implantable cardioverter defibrillator was found in backup vvi mode due to event queue overflow. The device was restored successfully. There were no patient consequences.